Manufacturer narrative:
H.6. Investigation summary: the complaint investigation for discrepant results when using the bd max¿ extended enteric bacterial panel assay (ref. (B)(4)) from lot 3163333, used along with the bd max enteric bacterial panel was performed by the review of the manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about a patient sample that gave a vibrio negative result on the initial test but was positive on the retest when using the bd max¿ extended enteric bacterial panel kit lot 3163333. Review of the manufacturing records of bd max¿ extended enteric bacterial panel assay indicated that lot 3163333 was manufactured according to specifications and met performance requirements. Customer provided runs file for the initial test (run #(B)(4)) and for the re-test (run #(B)(4)) for investigation. The patient sample initially gave a vibrio negative result in run (B)(4). The sample was retested using a new sample preparation and obtained a vibrio positive result (run (B)(4)). Manual pcr curve adjudication was performed on the vibrio discrepant samples. Pcr curves analysis of sample a2 in the initial test (run (B)(4)) showed no amplification for the vibrio target, indicative of a true negative sample. The re-test (run (B)(4)) showed atypical curves in all channels of the bottom position of the cartridge, resulting in a positive vibrio target result. It is unlikely that this atypical curve is due to true amplification and a root cause could not be identified. It must be noted that manual pcr curve adjudication and visual examination of atypical pcr curves is a conservative assessment of the data. The root cause was not identified. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the bd max¿ extended enteric bacterial panel lot 3163333. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2. It was reported that while using kit bd max ext enteric bacterial panel there was false positives. The following was provided by the initial reporter: did erroneous results occur? Yes. 1. What result did the customer obtain from the bd product? Inconsistent result. 2. What result was the customer expecting to obtain (if different from the obtained result) consistent result. 3. Was this a qc, validation, or proficiency test? See customer's response. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Max xebp discrepant result.

Event description:
It was reported that while using kit bd max ext enteric bacterial panel there was false positives. The following was provided by the initial reporter: did erroneous results occur? Yes. 1. What result did the customer obtain from the bd product? Inconsistent result. 2. What result was the customer expecting to obtain (if different from the obtained result) consistent result. 3. Was this a qc, validation, or proficiency test? See customer's response. 4. Was patient treatment changed as a consequence of the issue with results? No. 5. Did the patient suffer any adverse medical consequences as a result of the change in treatment? No. Max xebp discrepant result.

Manufacturer narrative:
D.3 - common device brand name: gastrointestinal pathogen panel muliplex necleic acid-based assay system. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.